Event description:
Report rec'd from abbott international affiliate of non-delivery with no pump alarm. The report reads: "during operation pump had been used to deliver remifentanil(50 mcg/cc). Because pt had htn, anesthesiologist recognized that pump was not working properly (pump did not infuse and did not give any alarm signal). They disconnected the device and replaced it with a new one. After placement of new device and giving proper dose of remifentanil, htn of pt had been recovered.' The report also states that the flow detector with the pump was not used and this would be why the pump would not alarm.